Event description:
Consumer claims to have had ears pierced at a retail vendor in 2003. Sought medical attention 4 days later for an embedded earring and redness and swelling at the piercing site. A simple removal was performed and oral antibiotics were prescribed.